Manufacturer narrative:
Omit: f24 - insufficient information. Correction: adverse type, describe event or problem, type of reportable events. Additional information: event attributed to, imdrf annex f code.

Event description:
It was reported that pump did not sound until the volume to be infused (vtbi) is out and it automatically cuts the rate down. The customer noticed that when the pump alarms for the vtbi running out it cuts the infusion rate down to 20cc/hr regardless of which medication is infusing. Per customer "when vasopressors (e.g. Norepinephrine, epinephrine, dopamine) running at high rates are reduced, even for a brief period, they have caused episodes of acute hypotension for patients in critical care units potentially leading to significant titration or the addition of other medications to recover the blood pressure" per the bd alaris user manual, the device is designed at the end of the infusion that the keep vein open (kvo) rate alarm indicates the pump is infusing at a minimum rate to maintain IV-line patency after the primary infusion has completed. The kvo rate is a configurable setting between 0.1 and 20 ml/hr. The pump will typically display "infusion complete - kvo" and illuminate red and green indicators while infusing at the kvo rate. The audible alarm will be a beeping sound indicating the kvo rate is infusing.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pump did not sound until the volume to be infused (vtbi) is out and it automatically cuts the rate down. The customer noticed that when the pump alarms for the vtbi running out it cuts the infusion rate down to 20cc/hr regardless of which medication is infusing. Per customer "when vasopressors (e.g. Norepinephrine, epinephrine, dopamine) running at high rates are reduced, even for a brief period, they have caused episodes of acute hypotension for patients in critical care units". There was patient involvement, however outcome is unknown. Per the bd alaris user manual, the device is designed at the end of the infusion that the keep vein open (kvo) rate alarm indicates the pump is infusing at a minimum rate to maintain IV-line patency after the primary infusion has completed. The kvo rate is a configurable setting between 0.1 and 20 ml/hr. The pump will typically display "infusion complete - kvo" and illuminate red and green indicators while infusing at the kvo rate. The audible alarm will be a beeping sound indicating the kvo rate is infusing.